Event description:
It was reported that the right atrial (ra) lead caused a cardiac perforation leading to a pericardial effusion. A pericardial centesis was performed and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).